Event description:
The account alleged that the brake will set and hold at the foot end but will not hold at the head end of the stretcher. No injury reported.

Manufacturer narrative:
The account replaced the nut and bolt in the brake linkage and the head end brake pedal to resolve the issue.